Manufacturer narrative:
The following is a close out report by the foreign reporter. Investigation: there was no specific fault found on the ambulift but the plastic seat was not positioned correctly. It was not clipped down at the back, whic after consultation with, the matron, was believed to be the cause of the incident. Observations: at the time of the incident it was observed that the plastic seat went with the pt which confirms that it was incorrectly positioned. Conclusions: this incident was due to user error as the seat was not being fitted correctly. Corrective actions: a rep. Is due to visit to demonstrate the correct use of the sub-chassis ect. Also the nursing home have been made aware of the availability of seat belts if required.

Event description:
A resident had been bathed and as staff were trying to attach the tcs to the chair, the chair became detached from the hoist the resident fell off the hoist and received lacerations to their head and right hand. One person involved.